Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 160 mg/dl (customer's aviva) and 66 mg/dl (father's aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).